Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (accuchek nano). The reporter claimed obtaining a blood glucose reading of ¿146mg/dl¿ with the subject meter and ¿108mg/dl¿ on the other device, when performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.